Event description:
It was reported that, "surgeon performed a 2 level acdf using the hybrid system. The bottom level c7 screw is coming through the plate."

Manufacturer narrative:
Device is implanted and will not be returned to MFR. Add'l info is being requested. Any add'l info obtained during the investigation will be submitted in a supplemental report.